Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. Review of the system log file showed that the 24v power supply in r cabinet was defective. Rse provided the part number for power supply and customer ordered it on their own. To date, there have been no further reports of this issue and the system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not turn on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.